Event description:
Pt revised to address loose stem.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot # combination. Review of the as400 system show that other devices from lot 675900 have been delivered, and can be reasonably concluded to be implanted without issue, as no further reports are identified. Provided info states the pt had a hemi-arthroplasty procedure done yrs ago for repair of a trauma. The components were loose distally and sitting superiorly, causing glenoid erosion over time. The components were removed and replaced with reverse shoulder prosthesis. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.